Event description:
In 2005 the reporter contacted lifescan on behalf of the pt alleging that her one touch meter would not power on. The medical affairs specialist spoke with the reporter in 2005 to obtain/verify info. Approximately three weeks prior to calling lfs, the pt had been feeling sleepy. She was tested on a one touch ultrasmart meter and a result of 27 mg/dl was obtained. The reporter then attempted to test her with the reported meter; however, the meter would only enter the set-up mode. She was administered orange juice with sugar, while emergency services were contacted. Upon their arrival a "low" result was obtained. She was transported to the hosp, where she was treated with glucose and admitted for 2 days for hypoclycemia. The reporter mentioned that she could not recall when they last attempted to test with the meter. The pt had been testing with the back-up meter since early this year. The pt was experiencing low blood glucose symptoms, obtained a low result on the back up meter, and was treated accordingly. Therefore, there is no indication that the reported product(s) caused or contributed to the injury or medical intervention. The customer service agent verified that the correct test strips were being used, the battery was correctly installed, the battery was replaced less than 1 year ago, and the battery contacts were in good condition. The csa walked the reporter through pressing the power button and the meter would not power on. Consequently, this complaint is being reported as a meter malfunction. The meter and control solution were replaced.